Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the mini apical cuff and pump could not be confirmed through this evaluation and a specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the left ventricular assist device final assembly device history record showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the mini apical cuff has been sewn to the heart, the metal ring on the mini apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-04739. It was reported that during the implant surgery, after the pump was locked into the mini apical cuff, bleeding developed between the cuff and pump during the filling of the heart. The pump was disconnected, and the cuff holder was put into the ring. No further bleeding was observed and the sutures appeared hemostatic. The pump was placed back into place and the bleeding decreased. No bleeding occurred at the end of the operation.